Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos are provided and reviewed. The first photo shows an hcp holding a maxcore device in a half primed position. The needle stylet is observed to be bent. The device labeling and needle protective sheath are placed below the device on a sterile cloth; however, the labeling information is not clearly visible in the photo. The second and third photos show an hcp holding a maxcore devices in a half primed position, with the needle stylet also noted to be bent. In the third photos, multiple needle protective sheaths are placed below the device on a sterile cloth. Based on the photo review the reported material twisted / bent can be confirmed and failure to fire, difficult to remove cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire and difficult to insert as no objective evidence was provided for review and the investigation is confirmed for the reported material twisted / bent as the stylet of the needle is noted to be bent on the all three device in the attached photographs.a definitive root cause for the alleged material twisted / bent, failure to fire and difficult to insert issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent ultrasound guided breast biopsy procedure through hard density tissue using maxcore instrument. During the procedure, it was reported that the there was a difficulty to remove the needle from the patient body. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.